Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " we had several reports of pharyngeal pain when patient were awakening following intubations with the tubes, size 5.0. The consequences were administration of additional analgesics. It happened during wisdom teeth procedures, with different teenage patients."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " we had several reports of pharyngeal pain when patient were awakening following intubations with the tubes, size 5.0. The consequences were administration of additional analgesics. It happened during wisdom teeth procedures, with different teenage patients."